Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 1 day. The pump remains in use supporting the patient; however, the outflow graft was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during the pump implant procedure, the bend relief did not attach in the fashion that it normally does. The surgeon tried to spin it and pull it back to ensure that it was secure, but the bend relief would not turn. It was very stiff at the metal attachment piece and would not pull back. Graft to graft anastomosis was made with a new bend relief and new graft to resolve the issue. The patient was not injured due to the event, but the surgical time was increased by about 20 minutes due to troubleshooting, re-opening and performing the graft to graft anastamosis. No further information was provided.